Manufacturer narrative:
Additional, changed, and/or corrected data. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "silica gel leaked into the lymph."

Event description:
Further reported was "silica gel leaked into the lymph."

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported unknown side "lymph nodes were found in the armpits." Device remains implanted.